Manufacturer narrative:
Initial trend analysis for lots 68525, 65895, 67042 and 67082b was conducted, no malfunctions were found. This is the only complaint for lot 8525, 65895, 67042 and 67082b. Further investigation will be conducted to determine the root cause of complaint.

Event description:
A representative from a direct customer reports that one of their customers reported that syringe item 831565 lots 68525, 57082b, 65895 and 67042 are leaking medication.